Event description:
Clinic notes were received for the vns patient's office visit on (B)(6) 2014 indicating that the patient only had one brief petit mal seizure in the past six months. The patient returned to the clinic on (B)(6) 2015 after experiencing an increase in seizure frequency. The patient had five seizures in the past couple days. The physician noted that the seizures may be related to stress. The patient's device was did not show a low battery condition, but the physician also commented that the battery may be failing since the device had been implanted for seven years. The patient's device settings were increased and fycompa was added to the patient's medication regiment. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient's device was tested during an office visit on (B)(6) 2015 and both normal mode and system diagnostic results showed normal device function.